Manufacturer narrative:
Findings from remote data indicate brief episodes of ECG signal loss near the times of the described episodes, however during these episodes, the spo2 waveform indicates pulse activity. The customer has declined to provide access to the involved devices or any patient related information regarding this event. Spacelabs is unable to conduct a complete investigation without access to the involved devices and historical data, therefore no conclusion can be drawn. This report is considered final and the issue is closed.

Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report once the investigation is completed.

Event description:
Spacelabs received a report that a patient experienced two ECG pauses and the bedside monitor did not alarm. No one was injured as a result of this event.